Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted approximately three months after implant. No allegations against the device at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device was successfully interrogated and completed a memory dump. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted approximately three months after implant. No allegations against the device at this time. No additional adverse patient effects were reported.